Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a laparoscopic roux en y bypass the used device thread was broken. The patient is alive and has no injury. No additional information given.